Event description:
It was reported that the customer's insulin pump alarmed motor error alarms while attempting to bolus. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run the displacement and self test and they passed. The caller mentioned that she had the insulin pump in bra strap and it fell on her foot. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. The unit was received with missing end cap sticker.